Manufacturer narrative:
Batch review performed on 09 august 2023: lot 2012385: 29 items manufactured and released on 16-feb-2021. Expiration date: 2026-01-27. No anomalies found related to the problem. To date, 15 items of the same lot have been sold without any similar reported event in the period of review.

Event description:
The patient came in reporting instability due to laxity. At about 9 months and a half after primary the surgeon revised the 12mm poly with a 14mm poly and the surgery was completed successfully.